Event description:
Customer reports experiencing readings on her freestyle flash meter that were lower than expected. She reports receiving readings of 317 mg/dl, 364 mg/dl, and 492 mg/dl. She went to a local hospital and was diagnosed with diabetic ketoacidosis. It is unk what treatment was rendered while she was hospitalized. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation, and a follow-up will be submitted when results are available.